Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump alarmed an error code 10 and that they were unable to clear the alarm. They also stated that this resulted in a twelve hour delay. They did not advise if the patient is able to receive feedings through an alternate method. Mmdg attempted to follow up with the initial reporter multiple times for additional information, but these attempts were unsuccessful. (B)(4).